Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device repeatedly failed reboot and went to black screen. A field service engineer found the station in a reboot loop following a windows update. Performed a full reimage of the station. During the process, the pharmacy director noted that the station likely will not be used in the future. The station was currently not in use. Completed the reimage and left the station with a fresh image, ready for redeployment if needed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device failed to reboot and stuck on black screen. The field service engineer tried to reboot the device, but the issue persists. There were no adverse events or injuries reported based on this event.